Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, errors related to the sensor board were observed in the device's downloaded error log. The sensor board was replaced to address the issue.